Event description:
Information received from the field notes that the patient presented in her own intrinsic rhythm. The device exhibited no output or telemetry, could not be interrogated and there was no magnet response.